Event description:
The customer reported having issues with the sensor. The customer stated that the sensor does not penetrate all the way and she needs to push the sensor all the way. The customer mentioned that she was hospitalized due high blood glucose of 300mg/dl couple months ago. The customer stated that she received a no delivery alarm. The caller stated that she changed the infusion set, and then she went to the hospital. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.